Event description:
The reporter stated that as the device was being placed, the distal threads broke off.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.